Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated. Further investigation revealed a broken motor, rotor, drive shaft, and other component parts. The damaged parts were replaced; preventive maintenance done and the device was repaired and returned to the customer.

Event description:
The stryker core impaction drill was sent in for repair because, it was overheating during a procedure. Another device was used to complete the procedure without any procedure delay. No adverse event was reported.